Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following results on the aviva system. Customer tested her blood glucose and received a result of 250 mg/dl, she tested 7 minutes later and received a result of 125 mg/dl. Customer then tested 7 minutes later and received a result of 250 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.